Manufacturer narrative:
The na electrode lot number is feu with an expiration date of 26-sep-2026. The cl electrode lot number is fmv with an expiration date of 31-aug-2026. The calibration and qc were acceptable. The alarm trace showed "sample probe abnormal aspiration" errors. The field service representative replaced the sample probe and performed adjustments. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 23 patient samples on a cobas pro ise analytical unit. Results with ise indirect cl for gen.2 and the sodium electrode were affected. Five examples were provided: patient 1: the initial na result was 151 mmol/l, and the initial cl result was 108 mmol/l. The repeated na result was 135 mmol/l, and the repeated cl result was 96 mmol/l. Patient 2: the cl result was 133 mmol/l. The cl result was 107 mmol/l. Patient 3: the initial na result was 139 mmol/l the repeated na result was 131 mmol/l. Patient 4: the initial na result was 146 mmol/l. The repeated na result was 136 mmol/l. Patient 5: the initial na result was 147 mmol/l. The repeated na result was 140 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated due to some of the results being marked as critically high.